Event description:
Ethicon flex powered plus compact articulating endoscopic linear cutter stapler malfunctioned in a case. Stapler was placed around tissue and before they were able to cut the tissue the stapler malfunctioned and locked down. The stapler would not open back up after trying the reverse button option and also the manual emergency release button did not work. Dr. Had to manually resect around the stapler piece to get the specimen out. Ethicon rep notified and came to room to assess the device. Device taken out of use and given to rep to take for evaluation of device. Manufacturer response for staple, implantable, echelon flex (per site reporter). Awaiting response. Device was saved for failure analysis.